Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device is not working on battery power. There is no patient involvement.

Manufacturer narrative:
The customer requested just a replacement battery with no engineer evaluation.